Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that a bubbled downstream occlusion (dso) sensor seal, "cassette not attached" error, and downstream occlusion error during testing. There was no patient injury reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device missing a tamper seal. There was evidence of the error in the event history log. The reported problem was duplicated during visual inspection. It was found that the down stream occlusion sensor was intermittent during testing. Downstream occlusion sensor seal bubbled and downstream occlusion sensor intermittent were the cause of the reported problem. It was recommended to have the damaged downstream occlusion sensor and seal replaced as corrective action. The root cause of reported problem was unknown. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device was previously repaired on 20-jan-2022 for damaged liquid crystal display (lcd). The downstream occlusion seal was replaced in that repair. Catalog number: 21-2120-0104-01.